Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a phlebotomist suffered a contaminated needle stick injury from a bd vacutainer eclipse signal blood collection needle with integrated holder 21g x 1.25 in. Her arm was too close to the device as she was activating the safety mechanism and the needle scratched her arm. The phlebotomist's injury site was cleansed and she reported to infection control. The source patient received post exposure lab work and the test results were negative. No prophylactic medicines were given to the phlebotomist per the hospital's policy.